Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the proximal segment of the lead was returned and analyzed and the outer tubing had non-electrical breach due to environmental stress cracking (esc). There was blood/body fluid (not obstructed) on the defibrillation coil, cosmetic esc on the outer tubing overlay, and a cosmetic depression on the outer insulation.

Event description:
It was reported that during a generator change, the right ventricular lead had an insulation breakdown. The proximal segment of the lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.